Event description:
It was reported that the ventilator did not sound as if any pressure was being given and took the ventilator off the pt. No pt harm reported. It was also reported that the ventilator had been dropped.

Manufacturer narrative:
Na.